Event description:
A technician reported a patient with an unexpected post-operative outcome due to transposed numbers in the nomogram. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).